Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received four months later that the patient had died. There were no reported allegations that the device system caused or contributed to the patient's death. Further information was obtained from the following clinic that tachy therapy had previously been programmed off in (B)(6) 2014 at the physician's order. There were no device allegations noted.

Event description:
Boston scientific received information that the tachycardia therapy of this cardiac resynchronization therapy defibrillator (crt-d) was turned off and was set to a monitor only mode for an unknown reason. Attempts to obtain additional information were made but were unsuccessful. This crt-d remains in service. No adverse patient effects were reported.